Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) canada alleging that the onetouch ultramini meter is giving an error 5 message. This complaint is classified according to the documentation of the customer care advocate and the follow-up answers obtained on december 04, 2008. She usually tests 4 or more times a day. The patient controls her diabetes through diet and exercise. She can only do mild exercise because she had arthritis and cannot take pain medication for her arthritis due to a stomach hernia. The patient claimed that the error 5 first occurred the day prior to original date at 7:15 a.m. The patient reportedly could not test her blood glucose after the reported issue began. The patient ate breakfast, and then went to exercise. The patient thinks that she may have eaten less than morning because she normally does not like to eat in the morning. She normally blends her porridge and drinks that as her meal. She claimed she started to feel low and tried to test, but could not get a blood glucose result. She had orange juice, started to feel better, and ate lunch. At 2 pm, the patient had symptoms described as "shaking and sweating." At 2:15pm, the patient allegedly administered self-treatment with food/drink and felt better soon after. The patient did not test on any other devices at the time of concern. The patient feels that had she obtained her blood glucose on the day of concern, she would have prevented her symptoms by adjusting her food intake. She normally tests before exercising. So she would have been able to plan/react better. During troubleshooting, the error 5 issue was not resolved. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of severe hypoglycemia after she was unable to obtain her blood glucose, due to the alleged error 5 issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.